Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review was unable to be performed as the lot number was not provided. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience recurring incontinence. A cystoscopy was performed, revealing that the cuff was not completely closing, likely due to loss of pressure in the balloon. A surgical procedure was performed; a new balloon was placed and the cuff showed improved coaptation. No additional patient complications were reported.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experience recurring incontinence. A cystoscopy was performed, revealing that the cuff was not completely closing, likely due to loss of pressure in the balloon. A surgical procedure was performed; a new balloon was placed and the cuff showed improved coaptation. No additional patient complications were reported.